Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleges: "the return tube came off from the nebulizer adaptor while in use and water overflowed. It was reported that the incident occurred twice in a row." Defects was discovered during nebulization treatment on a pt. No pt injury reported.